Event description:
It was reported that the procedure was to treat the heavily calcified lesion located in the mid right coronary artery (rca). During advancement of the xience xpedition stent delivery system (sds) towards the lesion strong resistance was felt and the sds would not cross. During retraction of the sds from the patient, strong resistance was met with the guiding catheter, and it was observed that the stent implant was no longer on the balloon. Angiography confirmed the dislodged stent implant was in the proximal rca. After unsuccessful attempts to advance an unknown guide wire through the dislodged stent implant, in an attempt to try to deploy the stent with a balloon catheter, the decision was made to compress the dislodged stent against the vessel wall with another xpedition stent. A new 4.0x18 mm xpedition was used to complete the procedure successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Xience xpedition is currently not commercially available in the u.s. The PMA# listed is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s.